Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: beg, m.s.a., rahman, s.s., khan, f.h. And rehman, o. (2017), reducing operative time in scaphoid fractures reduction, medical forum monthly, vol 28(8), pages 79-82 (pakistan). The aim of this study is to share our experience of scaphoid fractures repair with screw and its impact on the outcome. From january 2011 to december 2015, a total of 23 patients (21 males and 2 females) with a mean age of 26.4 ± 5.2 years were divided into 2 groups. 15 patients were treated with an ao screw fixation using an unknown synthes mini fragment 2mm lag screw and 8 patients used a competitor's device. All patients were followed up for a minimum of 6 months. The following complications were reported as follows: 1 patient had a pain score of 45 and so the screw was removed after 6 weeks to relieve the symptom. 1 patients had mild surgical site infection which was managed with antibiotics according to local policy and no additional surgical intervention required. This is for an unknown synthes mini fragment 2 mm lag screw. This is report 1 of 1 for (B)(4).